Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received an off no power alarm on the insulin pump, after the battery was replaced. It was not known whether the low battery alarm was received prior to the off no power alarm. It was not possible to leave a loop consisting of the off no power alarm and another alarm. Nothing further reported.